Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/01/2025, a sales representative reported via (B)(4) that an ar-9676 angled reamer gets stuck in the angled reamer sleeve. This was discovered during a case. There were no adverse effects on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the device had abrasion marks on the proximal and distal ends. -functional testing was performed with a mating part, and the reamer rotated within the shaft with resistance due to abrasion marks. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is not confirmed. -visual inspection noted that the device had abrasion marks on the proximal and distal ends. -functional testing was performed with a mating part, and the reamer rotated within the shaft with resistance due to abrasion marks. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.